Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer changed the electrodes and lamp and performed a wash. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 130 mmol/l and the initial cl result was 96 mmol/l. The sample was repeated and the na result was 139 mmol/l and the cl result was 110 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.